Manufacturer narrative:
The product is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture (loc) at max output. Additional information indicated that this patient is a twiddler and had pulled back this lead. This lv lead was explanted and a new system was implanted. No additional adverse patient effects were reported.